Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the distal left circumflex with moderate tortuosity, heavy calcification, and 75% stenosis, a 2.0x15 rx mini trek dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The 2.0x15 rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance and a non-abbott balloon catheter was advanced and inflated to perform pre-dilatation. A xience prime stent was implanted at the lesion and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.